Event description:
It was reported during use the bd veo¿ insulin syringe with the bd ultra-fine needle had the cannula break off or pull out and hub separate from the device. The following information was provided by the initial reporter: the customer stated "the needle that came off with the cap." Customer stated this event has occurred in the past.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2020-10-23. H6: investigation summary : customer returned one (1) 0.5ml bd insulin syringe from lot 9350245. Consumer reported that a needle that came off with the cap. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 9350245. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: l2l dispatch #90311 was opened for debris collected on the shield carriers. Corrective action: the debris was cleared from the shield carriers. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Capa1630423 has been opened to address this issue. " h3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9350245. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the bd veo¿ insulin syringe with the bd ultra-fine needle had the cannula break off or pull out and hub separate from the device. The following information was provided by the initial reporter: the customer stated "the needle that came off with the cap." Customer stated this event has occurred in the past.